Event description:
The account generated a nonreactive hcv 2.0 eia result (pt = 0.288 s/co, cutoff = 0.452) on a known hcv positive pt. The pt tested viral load positive (162,620 copies/ml) and ortho eia hcv positive. The nonreactive hcv 2.0 eia result was reported outside of the laboratory. No impact to pt management was reported.